Manufacturer narrative:
Rezkallah a, mathis t, denis p, kodjikian l. "Xen gel stent: a total delayed-onset postoperative hyphema." Int j ophthalmol 2019;12(7):1224-1226. The event of hyphema (grade 4) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Multiple requests for further information have been made. Allergan has received no response from the authors. Device labeling: this is a known potential adverse event addressed in the product labeling. [(B)(4)].

Event description:
Reported event of hyphema in the right eye were noted in the article: "xen gel stent: a total delayed-onset postoperative hyphema."